Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.

Event description:
The patient had a cypher sirolimus-eluting coronary stent implanted in the left anterior descending circumflex artery. The patient was initially placed on plavix therapy following the procedure. After the discontinuation of plavix therapy, the patient suffered an acute inferior wall myocardial infarction due to stent thrombosis.